Manufacturer narrative:
12 - intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint of "tanaculum tip was not closed after open". The instrument was found to have a broken pitch cable at the distal clevis hub. As a result, the grip movement may be non-intuitive. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the tenaculum forceps (part# 420207-09/ lot# n10190110-0994) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk2014. The alleged event occurred on the (B)(6) use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was available for review. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in was either unknown, unavailable, or not provided. The expiration date is not applicable. Not applicable because the product is not implantable. The information is not available.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the jaws of the tenaculum forceps could not be closed. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.